Event description:
The customer observed sluggish movement of the cell-dyn sapphire analyzer's vent head assembly. Abbott field service representative serviced the analyzer and found the vent head assembly defective, therefore, it was replaced. The analyzer's controls and samples were all ok following service. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.